Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instruction for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. The instruction for use states the inspection method associated with the event in operation manual evis lucera gif/cf/pcf type 260 series "chapter 3 preparation and inspection¿, and preventive measures in reprocessing manual evis lucera gif/cf/pcf/sif type 260 series "chapter 3 cleaning, disinfection, and sterilization procedures.¿ olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited that foreign material came out of nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found bending angle in up direction did not meet the standard value due to wear of angle wire, the play of upward/downward angulation control knob was out of standard value due to wear of angle wire, bending section cover had a scratch, adhesive on bending section cover had a chip and a white clouded area, suction volume did not meet the standard value due to damage on suction cylinder, control unit had discoloration, plastic distal end cover had a scratch, and connecting tube had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.